Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Explant date: the first revision procedure occurred on (B)(6) 2015. At this time, the devices were repositioned, but not removed. The actual explant was scheduled for (b)(5) 2015, but may not have occurred until (B)(6) 2015. Therefore, the exact date of explant is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (based on operating room notes received on (B)(6) 2015): it was reported that the surgeon(s) placed vertical distractors in the bilateral mandibular ramus and performed an upper-level osteotomy on the mandibular tongue (per described technique). At the 24-hour follow-up, a panoramic radiograph confirmed left-side displacement and early signs of right-side displacement. Two revision procedures were performed thereafter (and addressed in (B)(4)).

Event description:
It was reported that this complaint is for the first surgery dated (B)(6) 2015 the distractors placement was very complicated and after many hours of trying to place it, the distractors were derailed from the backplate. Surgical delay: many hours (exact time unknown). This report is 4 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the first surgery, the surgeon inserted vertical distractors in bilateral mandibular branch. The surgery lasted two (2) hours. (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 4 of 7 for (B)(4).